Manufacturer narrative:
Device used for treatment, not diagnosis. Patient dob not provided for reporting. Additional product code: hrs. UDI: (B)(4) lot number unknown. Initial reporter phone number: (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient first had a "t-fusion plate 2.4/2.7, 2 holes, l 35mm". Inserted for right foot second metatarsal fracture on (B)(6) 2015. Scheduled for removal of the plate and the screws on (B)(6) 2017. One of the 2.4 locking screws broke at the shaft during removal and the broken distal fragment was left in the patient. Unknown if a prolongation of the surgery occured during removal surgery. No patient harm reported. Patient condition is stable. The procedure was completed successfully, except for the broken fragment which is still in the patient. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Investigation summary: a section of a broken screw reported to be article 04.210.124 was returned for evaluation. Because of the small size the va locking screws ø2.4 are not etched and the article and lot number for the received portion could not be verified. The head and a portion of the shaft were available for review. The head portion measures 7mm and the missing screw shaft measures approx. 17 mm. The anodize color is stripped on the head and the head threads are worn/damaged. The anodize color is stripped on sections of the shaft. There is also wear around the star drive. Dimensions and material check with niton x-ray analyzer: because of the damage, the complaint relevant dimensions in broken and/or worn areas cannot be checked for dimensional accuracy of the valid manufacturing specifications. The measurable dimensions of intact areas were as far as possible checked and found to be in compliance with the valid technical drawings and ao/asif specification. The shaft major thread diameter, minor thread diameter, shaft thread profile and material were checked and no issues were found. The head threads could not be checked due to damage. Conclusion: a final manufacturing determination cannot be drawn because of the condition of the product and the missing tip portion. Based on our investigations and including the existing information on the unknown technique and conditions during screw extraction the complaint root cause is deemed indeterminable. The most probable root cause is application of excessive force through the method of use and associated accumulated damage and wear. The valid surgical technique lists the instruments to be used and describes implant removal: to remove locking screws, first unlock all screws from the plate; then remove the screws completely from the bone. The last screw removed should be a non-locking screw on the shaft. This prevents the plate from spinning when locking screws are removed. Including the existing information received (missing clinical information such as patient data, x-rays, surgical report why the broken fragment was left in patient etc.) No statement on your request of ¿product owner¿s health hazard assessment of the retention of device fragment within the patient¿s body¿ is possible. Although it is in physician's responsibility, synthes recommends not leaving implant fragments in patients. A final manufacturing determination cannot be drawn because of the condition of the product and the missing tip portion. Based on our investigations and including the existing information on the unknown technique and conditions during screw extraction the complaint root cause is deemed indeterminable. The most probable root cause is application of excessive force through the method of use and associated accumulated damage and wear. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation action was conducted/performed. The report indicates that: a section of a broken screw was returned for evaluation. The head and a portion of the shaft were available for review. The anodize color is stripped on the head and the head threads are worn/damaged. The anodize color is stripped on sections of the shaft. There is also wear around the star drive. The shaft major thread diameter, minor thread diameter, shaft thread profile and material were checked and no issues were found. The head threads could not be checked due to damage. The available data supports the complainant¿s description that the ¿one of the 2.4 locking screws broke at the shaft during removal and the broken distal fragment was left in the patient.¿, therefore this complaint is confirmed. However, since no issues were found with the relevant features that could be evaluated it is unknown if the cause of the complaint condition is a result of the manufacturing process. Additionally, the DHR could not be reviewed to check for any documented nonconformances during manufacturing process since lot number is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.